Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level bg) was impacted. The customer changed the infusion site multiple times and bloused several times to address the bg level. The customer was admitted to the hospital on (B)(6) 2015 for diabetic ketoacidosis. The customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2015. Reportedly, the customer has scar tissue "all over". The customer reverted to using manual injections until the type of infusion sets could be discussed with a healthcare provider.

Event description:
The customer changed the infusion site multiple times and a bolus was delivered several times.